Event description:
It was reported that the patient experienced a loss of therapeutic effect that began 4 months ago. The patient had not been seen for an adjustment since last year and started to have more issues. The patient wanted a managing physician that was closer and was not able to travel to (B)(6). It was stated that the patient needed an adjustment of the implantable neurostimulator (ins). Additional information received reported that the patient was implanted in (B)(6) in 2011. The patient thought there was a dead battery or fractured lead because it was not working. The healthcare provider replaced both leads and stimulator. The healthcare provider thought they saw a fracture on the x-ray but when they visually inspected the lead they did not see fracture. It was reviewed that the fracture may be under insulation. It was noted that the patient was type 1 diabetic, diagnosed with cyclical vomiting syndrome, and had frequent urinary tract infections. The patient felt symptoms ¿represented¿ back in (B)(6) 2013. It had been over fifteen months since last interrogation. Unable to interrogate before surgery. The manufacturer representative referred the patient to the healthcare provider two weeks ago but it was confirmed with the manufacturer representative on the day of reported event that there was an issue.

Event description:
Additional information received reports that the patient was recovering and receiving therapy from enterra. He did adjust the patient's settings.

Event description:
Additional information received clarified that the healthcare provider did not report that the patient had an increase in urinary tract infections (uti¿s). The patient had a history of frequent uti¿s which can sometimes impact the effect of the enterra therapy. The patient began to present with an increase in symptoms in (B)(6) 2013. It was reported no copy of the recent patient file at this time and the x-ray was on cd(compact disc).

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the device is inconclusive because the cause of the loss of therapy remains unknown. Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the implantable neurostimulator found no significant anomaly. The battery was at normal end of life and there was no telemetry and no output. Analysis of the lead ((B)(4)) found no anomaly. Analysis of the lead ((B)(4)) found no anomaly.

Event description:
Additional information received reported the battery depleted normally. A large amount of the patient's previous doctor's visits were provided. Information from these is captured below. A CT scan done in (B)(6) 2013 noted that there was a moderate amount of fecal contents throughout the colon and rectum. The small bowel loops were sub optimally distended. It was also noted that the device in the abdominal wall resulted in an adjacent streak artifact. Later in (B)(6) 2013, the patient was having an eesophagogastroduodenoscopy for dysphagia. It was stated there was a slight 1cm upwards protrusion of salmon colored mucosa. It was stated it could have been normal or an irregular z-line. Stricture in the lower esophagus was noted. In addition, there was note of a small hiatal hernia. In (B)(6) 2014, the patient experienced nausea and vomiting. An x-ray of the abdomen showed large amounts of stool in the colon. The patient experienced weakness, fatigue, decreased appetite, and some weight loss. The patient was seen later in (B)(6) for intermittent episodes of intractable nausea and vomiting. The patient was in the hospital two different times during the month. They were unable to get much oral intake and had been having difficulty swallowing. A sensation of food getting caught in the mid-portion of their chest was also noted. The patient was unable to keep their blood sugars adequate and medications did not improve the nausea and vomiting. Intermittent upper abdominal pain was also noted. It was stated the patient had minimal gastritis. By (B)(6) 2014, the patient was having a hard time with a lot of their gastrointestinal symptoms. It was stated that it could have "at least partially" related to the one of gastric stimulator leads being fractured as seen via x-ray. It was added the patient also had constipation. The patient also had trouble taking things mixed up water because they usually got nauseated, which made it difficult for the patient to take constipation medication. The patient was going to be given zofran. It was further stated the patient also experienced dehydration in addition to the other symptoms that led to their hospitalization in (B)(6) . The patient was again having dysphagia. Regarding the patient's bowel habits, the patient would go three times a week, but often there was an "overflow effect" afterwards. Multiple medications were noted. It was noted the patient had an appointment with their healthcare provider on (B)(6) 2014.

Manufacturer narrative:
(B)(4).